Event description:
Physician reports pt had scar revision in february 1999 following open nissen procedure 6 months prior. Pt recently developed redness with a 3 inch margin and a crusty rash at incision site where suture was placed. Pt was using vitamin e and unspecified lotion and has discontinued use. Pt was prescribed dose pack of methylprednisone and has shown improvement. A small piece of superficial skin suture was removed and improvement was noted. Pt has no known allergies and no ig testng was performed. Physician states that the wound area has cleared up and is asymptomatic at the incision site.